Event description:
Surgeon advised in the scrub bay that the 'revision from thursday was infected'. We had taken swabs during his revision surgery and they had grown cultures. Doctor tells me we are no longer doing this patients subsequent revision hip replacement. The plan is now to manage with antibiotics and not revise.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: mod con dist stem 18 x 155 mm; cat# 6276-7-018; lot# cax102650a, v40 cocr lfit head 36mm +5 offset; cat# 6260-9-236; lot# dp4rh4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.